Event description:
On (B)(6) 2012, high ventricular lead impedance (>3000ohms) associated with ventricular pacing/sensing failure and shortness of breath was observed. On (B)(6) 2012, re-intervention was performed during which a ventricular lead connection issue was reportedly confirmed; ventricular lead was successfully reconnected; normal results were then obtained from measurements performed on both atrial and ventricular channels. Therefore, same pacemaker and leads remain implanted.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.